Event description:
Patient reported right side capsular contracture, baker grade unknown with hardness and deformation, nodule and indicated the device turned/was displaced and lymphadenopathy. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ malposition: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side capsular contracture, baker grade iii/IV with hardness and deformation, nodule, lymphadenopathy and indicated the device turned/was displaced. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, d6(b), g4, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side capsular contracture, baker grade iii/IV with hardness and deformation, nodule, lymphadenopathy and indicated the device turned/was displaced. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown with hardness and deformation, nodule and indicated the device turned/was displaced. The device remains implanted.